Event description:
Patient reported, left side "raynauds' phenomenon". Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/26/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: reynaud's syndrome. Device evaluation: weight to the spec, deformation and crease fold. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side "raynauds' phenomenon". Device has been explanted.